Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full a nalysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was septic. Echocardiogram revealed an infection on the right ventricular (rv) lead. The implantable cardioverter defibrillator (ICD) and lead were explanted and a portion of the rv lead was sent to the laboratory for testing. No further patient complications have been reported as a result of this event. (B)(6) 2015 additional information was received that the patient was admitted with infective endocarditis with cns bacteremia. Blood cultures were positive. Echocardiogram revealed two large densities on the right ventricular (rv) lead consistent with endocarditis vegetation. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.